Event description:
A talent and aneurx stent graft system was implanted in a patient for the endovascular treatment of an 11.5 cm diameter abdominal aortic aneurysm. The patient presented to the ER with severe abdominal pain. CT revealed migration of the aneurx and abdominal aortic aneurysm diameter measured 11.5 cm with a large type 1 endoleak. The aneurx stent graft migrated 15 cm from the lowest renal artery and the proximal body of the stent graft was folded over. There is also a talent proximal cuff in place and the cuff is sitting at the level of the renal arteries completely separated from the aneurx stent graft. The patient was taken to the or and the physician attempted to repair the endoleak by bridging the aneurx stent graft and the talent cuff with two valiant stent grafts. The tapered tip on the second valiant was caught during removal and was stuck on the flow divider of the aneurx bifurcate. The tapered tip was unable to be removed from the body. It was noted that there was no loss of guidewire during the procedure. Surgical endovascular revision was unsuccessful, so the patient was converted to open repair. The aneurx bifurcate was partially explanted. The physician was unable to get the limbs out. The talent cuff and the two valiant stent grafts remain in patient. The proximal anastomosis was to the valiant stent graft and the distal anastomosis was to the aneurx limb stent grafts. No additional clinical sequelae were reported and the patient is being monitored. Film review analysis: review of returned cta¿s 8 years post-implant revealed that a talent thoracic cuff was positioned 1cm below the right renal artery, with approximately 4cm of proximal neck length. The proximal stent graft od was 35x39mm. The distal end of the aortic cuff was expanded within the top of the aaa sac. The aneurx bifurcate appeared to have separated from the cuff; there was 3-4 cm separation between the aneurx and the cuff with a type iii junctional endoleak. The aneurx aortic body had folded over itself within the aaa sac; posteriorly and to the lateral-right. The aneurx aortic body was angulated 90 deg to the limbs, and the proximal neck and aortic cuff were angulated 90 deg to the aneurx proximal graft margin opening. The ipsi limb and extension were seen positioned down into the right iliac artery, and the left contra limb was within the left iliac artery. Both limbs were patent; some thrombus was seen within the distal end of the contra limb which measured 27mm od. The max aaa diameter was 12cm. Films during an angio intervention confirmed that a talent thoracic cuff was positioned 1cm below the renals, and had separated from the aneurx bifurcate. There was contrast in the sac from the type iii junctional endoleak. The aneurx bifurcate aortic body had folded over itself. From the right side, 1 or 2 valiant stent grafts were seen implanted across the detached talent cuff and aneurx bifurcate. The tapered tip from one of the valiant delivery systems was then seen positioned within the angulated aneurx aortic body, and possibly caught near the level of the flow divider. It could not be confirmed if the tip was detached. No final contrast images were seen post-implant. The cause of the aaa expansion was likely due to the separation between the aneurx bifurcate and talent thoracic cuff. The cause could not be determined. Earlier post-implant images were not available for review. It is possible that disease progression may have led to the aneurx migration, and continued disease progression and aneurysm morphology changes may have caused the stent grafts to separate. Detailed images during positioning and deployment of the valiant stent grafts and removal of the delivery systems were not available for return. The valiant delivery system removal difficulties leading to the surgical conversion were likely caused from implanting within the severely angulated aneurx bifurcate which had folded over itself after migrating into the aaa sac.

Event description:
Additional information was received. It was reported that a CT showed a large hematoma around the stent graft. The patient's right kidney was not functioning but the left kidney is functional. The abdominal aortic aneurysm was ruptured and the patient¿s creatinine was elevated. After the explant of the stent grafts, a 22x11 graft which was appropriately cut and anastomosed in an end to end fashion with a valiant component of the stent graft using suture. Each limb of the graft was then cut and anastomosed to the iliac limbs of the stent graft in an end to end fashion with suture. The patient tolerated the procedure well. The physician stated that the suspected cause of the retroperitoneal hematoma and abdominal aortic aneurysm rupture was due to the proximal type I endoleak, per physician. The patient has been doing well since being discharged from the hospital, however, the patient is currently on dialysis due to the patient was borderline renal failure prior to the explant procedure and was not compliant with follow ups.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).